Event description:
A customer was contacted by beckman coulter inc. (Bci) via ise market surveillance call and reported erroneously low sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer for two patient samples. The erroneous results were reported out of the laboratory and questioned by the physicians because the results did not match patient history. The lab checked a "control" sample and its result was also low. The samples were not repeated but the physician had the patients redrawn. Subsequent testing on the redrawn samples produced results approximately 8 mmol/l higher than the original results. Patient treatment was not initiated or withheld based upon the erroneous results reported.

Manufacturer narrative:
Qc prior to the event was within the established ranges, but on the low side of the range. When recalibration did not bring sodium (na) recoveries higher, the customer tried a new bottle of ise reference reagent and recalibrated. This resolved the issue.